Event description:
The pt was brought to the interventional lab for an angioplasty procedure of the posterior tibial artery (no info as to which side.) The vessel was described as tortuous, heavily calcified and contained a 90% stenosis. During the procedure, the balloon ruptured at 7 atms. There is no more detailed procedural info available. There were no reported pt complications. The product will not be returned for analysis.